Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): air in line: not visible and unresolved impact to patient: delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms, risk for infection/introduction of contaminants, under dosing of ordered medication/fluids, vital signs compromised. Action(s) taken followed b. Braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication/fluid dobutamine.